Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from at the patient line of the homechoice cassette at the beginning of peritoneal dialysis therapy. The patient was connected to the set up. The leak was coming from the area where the clear tubing met with the patient line connector. The patient explained that it looked like the ¿clear tubing wasn¿t pushed onto the white patient line connector piece all the way.¿ there was no leak during the prime cycle, but the leak started after they began the therapy. After seeing the leak, the patient ended the therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed and did not reveal any issues related to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information provided in device evaluated by MFR? And evaluation codes. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was verified. The cause of the reported leak occurrence was determined to be damaged patient line tubing to connector (small hole) identified during visual and functional inspection. This is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.